Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia with blood glucose reaching 353 mg/dl for approximately 14¿16 hours while using the ilet, despite multiple infusion site changes, fresh insulin, and troubleshooting that identified no delivery or external issues. Symptoms included sustained elevated blood glucose without ketone testing abnormalities reported and without acute complications. Outcomes included no hospitalization, no professional medical intervention, and no reported immediate health effects. Investigation included customer service troubleshooting and review of available data. Investigation of this case revealed no device malfunction detected and no identifiable external contributing factor, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and not confirmed to be device related. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.